Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. On (B)(6) 2021, the patient experienced a sensor error which lasted for 30-minutes followed by cgm values being displayed. Later that day, another sensor error occurred which lasted 1 hour and 15 minutes. The cgm started working again and displayed values. In the morning the following day, the cgm displayed 125 mg/dl and erratic values (cgm 125 mg/dl, then decreased, then returned to 125 mg/dl) before it displayed a sensor error. A bg was not performed at the time and the patient started to eat breakfast to keep her cgm value at 125 mg/dl. Approximately 10 -15 minutes later, she started to feel dizzy and lightheaded and a bg was performed which was 145 mg/dl. Shortly after testing her bg, she lost consciousness and fell. Her spouse assisted her to the floor when she lost consciousness and called emergency medical services (ems). The patient regained consciousnesses but was incoherent. Her spouse was able to provide her with oral glucose tablets and a soda. The paramedics arrived and performed a bg which was 20 mg/dl or lower, as their glucometer did not record values less than 20 mg/dl. She was transported to the hospital where unspecified medical treatment was provided, and she was admitted for three days. The patient had her glucometer with her when she was admitted to the hospital for three days. While there, the hospital staff performed a finger stick bg on her glucometer and on the hospital¿s glucometer. It was determined that her glucometer was inaccurate by 101 mg/dl points. The patient reported her glucometer was over four years old. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.